Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; perin pain; thi pain; rec incont surgical interventions: on (B)(6) 2016 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: cutting tape of retropubic sling due to inability to void after initial surgery. On (B)(6) 2019 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of stage 4 endometriosis and removal of left ovary due to ovarian cyst. Nonsurgical treatments: on (B)(6) 2018 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor. Treatment duration: 3 months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.